Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported flow rate failure, over infusion, which was reproduced during evaluation. The device was found to over infuse during flow rate testing. The cause was determined during a visual inspection to be a washer stuck between the pump finger and mechanism, causing the finger to not move. All of the motor screws were also found to be broken. The motor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed flow rate testing 4 times during preventative maintenance in the biomedical service department. The device was set to run at 20ml/hr with a volume to be infused (vtbi) of 40ml. The average result during the testing was 47.6ml. There was no patient involvement. No additional information is available.